Event description:
The following information was reported to kci by the patient's mother: the unit alarm allegedly did not work and the wound had worsened. On (B)(6) 2014, the following information was reported to kci by the physician: the activ.a.c. Unit was not functioning properly, which caused "wound deterioration." The activ.a.c. Was replaced and therapy continued. On (B)(6) 2014, the following information was reported to kci by the physician: the patient's wound had progressed and the wound with pre-existing tunneling has decreased in size after a new unit had been placed. No surgical intervention was required. The patient continued to receive activ.a.c. Therapy.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to activ.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.